Manufacturer narrative:
Date sent to the FDA: 10/21/2021.

Manufacturer narrative:
Clinical code: e2306. Appropriate term / code not available (e2402) utilized to capture bulging. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2014 during which the surgeon noted that mesh was present within the hernia sac and completely detached from any fascial attachments. He dissected the mesh off of the hernia sac and elected to remove the mesh. It was reported that the patient experienced severe pain, bulging, loss of appetite, stress and anxiety. No additional information was provided.